Event description:
It was reported that the patient presented to clinic after receiving high voltage therapy. Review of the episodes revealed low, out of range, high voltage lead impedance. The patient went in vf, the device charged and low hvli was detected. The svc coil was programmed off. Patient was fine and will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.